Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code malf 1, and the fault ID was available as 1-0x289d. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl (27.7 mmol/l), but no specific value was given. The customer addressed their high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require any incapacitating assistance from a third party. Cts decided to replace the pump as it was not resettable, providing the customer with instructions for handling and returning the malfunctioning pump while also sending a replacement with updated software. The customer acknowledged and understood the instructions for use and return procedures.